Event description:
Additional information was received from the patient who reported that he was involved in a car accident in (B)(6) 2018 where he was hit from behind, the seat belt didn¿t latch, and his lower lumbar was fractured. Six to eight months after that they noticed that the pump was failing to deliver the medication. The pump had previously been steady, but then the reservoir wasn¿t delivering the amount of medication that it should have so he was feeling more pain. In late 2019 or early 2020 the dye study was suggested. When the dye study was done, they couldn¿t inject dye into the tubing nor could they pull fluid back, so replacement was suggested but was delayed due to the pump shortage. The patient was then referred for pump and catheter removal. The removal was done in (B)(6) 2020 and the hcp (healthcare provider) was successful in removing the pump. However, when the hcp was removing the catheter through the spinal cord fluid sheath, the catheter, at the base of the tubing where it connected fractured/broke off into the patient¿s fluid sac. He further explained that the broken catheter was ¿put in on the l3/l4 to t12/l1 and anchored off, and the base of the tubing of the catheter where it is butted up is the part that broke off¿. The hcp assured him that there were no serrated edges or danger for leaving the broken piece inside of him. Per the patient, 20 cm of catheter was left in his fluid sac. He stated that the hcp told him that the broken catheter would stay exactly where it was, and the car accident may have caused the issue with the pump and catheter. He stated that he currently did not have pain control or medicine for his lower lumbar and was going to start ¿rfa¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8731sc lot# serial# (B)(6) implanted: 2010-(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative on 2020-(B)(6). It was reported that the rep interrogated the pump on (B)(6) 2020 and they did not see that the pump was in motor stall. They were not the representative present on the may 21st interrogation so they could not confirm this pump was in motor stall then. The cause of the inability to aspirate was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml hydromorphone at 2.889 mg/day. It was reported that today (B)(6) 2020 the doctor saw a volume discrepancy. Expected was 5 cc and actually was 19.1 cc. Caller stated the patient has said in the last 18-20 weeks ago was the first discrepancy, and there have been 3 refills (every 6 weeks) with a volume discrepancy having been seen every time. The event date was listed as (B)(6) 2020 (month and year valid). Caller did note there was a stall on (B)(6) and recovered that night. It was reviewed that a motor stall could contribute to the volume discrepancy. Caller stated there was no electromagnetic interference (emi) or magnets or MRI on that date. Caller stated they are going to monitor the patient's pump and in a week or two bring the patient in for a dye study to see if it is the pump or catheter that is causing the volume discrepancy. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type catheter h1 update: the type of reportable event was changed from previously being a reportable malfunction to now a reportable serious injury. H6 update: the method code 4114 pertains to the pump. The previously applied method code 4114 remains applicable to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (nurse). It was noted that the pump had already been explanted and was beeping, so they would like the code to shut the pump down.

Manufacturer narrative:
Continuation of d11: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 2012-06-17, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that there was no motor stall. A rotor study passed, but the dye study failed, and the catheter could not be aspirated. The issue was not resolved, and the next steps were not determined by a physician due to a pump shortage. It was noted that the physician would not readdress until pumps are available and possibly september was noted.

Event description:
Regarding additional information received via a company representative, MFR report number 2182207-2020-00303 (inactive) was determined to be a duplicate of MFR report # 3004209178-2020-09788 (active) regarding the following information: information was received from a healthcare provider via a company representative regarding an unspecified patient who was receiving hydromorphone of an unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that over the past several refills, they had noted volume discrepancies where they expected 5 ml to 6 ml but were getting back 18 ml to 19 ml. The company representative was called on (B)(6) to assist with a catheter access port (cap) dye study due the fact that the patient had a loss of therapy. The date of event was unknown. No further patient complications have been reported as a result of this event. Any further information received regarding the event will continue to be captured in this report (MFR report # 3004209178-2020-09788).

Manufacturer narrative:
H6 update: the previously applied patient code c76143 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.